Event description:
It was reported that a novum iq syringe pump underinfused. The issue was further described as, a 3 and/or 5 ml syringe had a remaining volume of .07 ml once infusion was completed. This occurred during patient infusion with an unspecified medication in the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.